Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no evidence of a load step malfunction in the black box history. During evaluation, a "no cartridge detected" alarm was emitted and the rewind, prime and load step was unable to be performed. The force sensor failed calibration test and contamination found in the force sensor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the distributor contacted animas and reported a load step malfunction. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was a load step malfunction.